Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin pump had unspecified pump error alarm. The customer¿s blood glucose level was 113 mg/dl. The customer also stated that they were kicked out of auto mode due to power loss. The customer also reported that active insulin was updating from the auto mode readiness screen. The customer was advised to monitor and go back to auto mode after 5 hours. The insulin pump will not be returned for analysis.